Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and no anomalies were found. Date analysis showed that the ventricular high rate episode did not store, because there was an atrial high rate episode in progress. The atrial high rate episode was conducting to the ventricles.

Event description:
It was reported that the patient was transported via ambulance to the hospital complaining of dizziness and was in ventricular tachycardia (vt). At the hospital, the patient was externally shocked out of ventricular tachycardia, but the device did not record the vt episode. The device was explanted and replaced. No further patient complications were reported as a result of this event.